Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. The unit was turn "on" and it was able to emits an audible beep when powered on, and also, when the unit completed an infusion, it was able to emit an audible beep indicating that the infusion was completed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump did not have sound when it alarmed during an unspecified process. There was no patient involvement. No additional information is available.